Event description:
It was reported by the prestataire that the patient's blood glucose level rose to 265 mg/dl while wearing the pod. The adhesive completely separated from the infusion site causing the cannula to dislodge. No medical assistance was required. No further information is available at this time.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.